Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead was damage. The lead was not used and replaced. The patient was in stable condition throughout the procedure.